Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation on his back under the therapy electrodes. The patient's physician prescribed hydrocortisone ointment and instructed the patient to change the garments every day. Multiple follow up attempts were unsuccessful. The medical outcome is unknown.